Manufacturer narrative:
A (B)(4) crt implanted (B)(6) 2018; (B)(6) lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that during the lead revision procedure, blood got into the header of the device and while the physician was attempting to clean the device, the setscrew came out. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant, the cardiac resynchronization therapy pacemaker (crt-p) atrial channel setscrew came out of the device. It was noted the patient had required a revision procedure due to phrenic nerve stimulation from the implanted lead. The lead was revised and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.